Event description:
The reporter stated an aq2010v silicone three piece lens was defective. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found.